Manufacturer narrative:
(B)(4). Concomitant medical products: 010000925, g7 hi-wall e1 liner 32mm c, unknown. Reported event was confirmed by review of x-rays and provided photos. Product was not returned but pictures of explanted liner and head were provided. Locking ring and high wall portion of the liner exhibits damage. Review of x-rays confirms that the head is positioned eccentrically within the superior lateral acetabular cup. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient's left hip was revised due to liner disassociation three months post- implantation. Attempts have been made and additional information on the reported event is unavailable.